Event description:
It was reported via repair work order that the footboard would turn off when the head was put down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.